Manufacturer narrative:
Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID# 2134265-2016-04317 and 2134265-2016-04370. It was reported that the patient died. The target lesion was located in the calcified left anterior descending (lad) artery. After rotablation with a 1.75 peripheral rotalink® plus and pre-dilatation with a 3.0x15 nc quantum apex balloon catheter were performed, a 3.00 x 20 synergy ii drug-eluting stent was implanted to treat the lesion. However, post implantation, a perforation was noted. Subsequently, a 4.0x19 non-bsc stent was implanted to cover the perforation. The patient developed complications and eventually expired.